Event description:
The manufacturer received information alleging a burning plastic odor and a part of the device melting. There was no evidence of smoke and fire when the event was happening. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and was able to confirm the device having melted plastic on the exterior of the ui display bezel and a burning odor was detected while inspecting the exterior of the device. The investigation could not retrieve the error logs or care orchestrator data due to the likeliness of a thermal event. The investigation found small cracks around the therapy button on the exterior of the ui display bezel. An unknown contaminant observed on the humidifier water tank lid and water tank. The exterior of the center enclosure and ui display bezel appeared to be melted due to thermal event of the pca. The interior of ui display bezel was observed to have possible burn marks and unknown dust-like particles on it also observed on the top enclosure and on an area that have been melted and burnt due to extreme heat from a thermal event. The underside interior of the center enclosure was observed to have a burnt area due to the thermal event of the pca. An unknown dust like contaminant was observed on the inlet/outlet seal. The q6 and q7 components of the pca that are part of the heated tube circuitry were observed to have a thermal event to them. The heated tube harness was observed to have melted to the underside of the pca. The blower box cap was observed to have melted due to the extreme heat from the thermal event, along with dark black particles likely from the pca on it. Unknown dust like particles were observed inside the inlet of the blower box, on the blower, blower seal, under the blower on the blower box and on the bottom enclosure. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.